Event description:
Complainant alleged that while attempting to analyze a vital-signs absent pt (age & gender unk) the device displayed "defib pad short" and "check pads" messages. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.